Manufacturer narrative:
The device was received. Reporters state: (B)(6). A review of the device history record. Device history lot: part: 03.037.017, lot: l854653. Manufacturing site: (B)(4). Release to warehouse date: 08 may 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified investigation summary, investigation selection: the complained part was forwarded to the manufacturing facility for investigation. As received condition, one (1) product 03.037.017 ¿guide sleeve yell¿ was returned unpacked and outside the original synthes packaging. The complaint part was received strongly damaged in the area of the chamfer at the entry of the drill hole ø11.1 and also on the round side of the head (slot). Two (2) color marks are also missing on the head (slot). The laser marking was readable and in good condition. A manufacturing record evaluation was performed for the affected work orders, where no non-conformance's, abnormalities nor deviations were identified which could lead to the complaint failure. In addition, the revision of the drawings valid at the time of manufacturing, were reviewed and no relevant design changes were identified. This complaint is rated as confirmed since the article is damaged as stated by the customer. However, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed. Hence, no manufacturing deficiency was detected and consequently, no further actions have been taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an inspection in a local distribution center a guide sleeve was noticed to have an unknown damage. There were no patient nor procedure involvement. This complaint involves (1) device. This report is 1 of 1 for (B)(4).